Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer was receiving compromised force sensor system alarms. The customer's blood glucose level was reported to be 342mg/dl. It was reported that the customer states the device had gone through normal wear and tear. It was reported that the customer had called in previously to report scratches and crack on the device, but was advised that the pump was fine. It was reported that the customer was advised to discontinue use of the device, and that it would have to be replaced and returned for analysis.

Manufacturer narrative:
The pump passed the displacement and rewind tests. However, the pump gave a motor error alarm during the basic occlusion test and gave a compromised force sensor system alarm during the prime test due to moisture damage on the force sensor resistor. The pump also had a broken off end cap sticker, a cracked lcd window, a cracked case at the display window corners, a cracked reservoir tube lip, scratches on the reservoir tube window and cracked battery tube threads.